Event description:
It was reported that the patient representative tried to adjust the patient's stimulation on (B)(6) 2024, but the patient was having issues with it. The patient's mouth was drawing to the left. When the patient representative tried to make adjustments, they were able to decrease the settings but not increase them. A message appeared stating, "out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code 528." The patient representative confirmed that the patient had not experienced any recent falls but mentioned that the patient had started a new medication one week ago and had just seen the provider for adjustments on august 27th. The patient was redirected to their healthcare provider to further address the issue. The patient representative called back and reported seeing the 528 code again last week. The patient saw their doctor on friday, who did not find any impedance issues. The patient representative tried to increase the settings on friday, but the handset displayed code 529. The patient representative repeated that they could decrease but not increase the settings. Patient services reviewed the case and redirected the patient to their provider. Additional information was received from the manufacturer representative (rep) who met with the patient in the office on (B)(6) 2024, to check the system due to recent error codes 528/529 on the patient's handset. The patient had observed these error codes upon waking from a nap and following a dystonia attack. The representative provided the programmed settings: l gpi, c+1-2-, 2.5v, 70us, 180hz; r gpi, 5-6+, 80us, 180hz. The technical specialist (ts) asked the representative to run impedance checks, which the representative confirmed were normal but ran again for documentation purposes. The impedance measurements were: left: c/0 442 ohms, c/1 724 ohms, c/2 526 ohms, c/3 1083 ohms, 1/2 797 ohms. Right: c/4 999 ohms, c/5 721 ohms, c/6 1330 ohms, c/7 823 ohms, 5/6 1817 ohms. The following troubleshooting steps were reviewed, if medically appropriate for the patient: taking impedances in different positions, turning down one side at a time to better determine the location of the issue, considering reprogramming with a focus on the left side due to the lower impedance values, and conducting an x-ray to check the lead/extension connection or pocket adaptors. The representative planned to try some of these steps to see if they could resolve any of the issue s. It was also noted that considering the right side as a potential suspect would not hurt. Later, the representative reported that having the patient lie down fixed the issue, confirming that it was likely a positional impedance issue. The patient was happy they did not have to change the settings. The technical specialist noted that the error messages 528/529 could potentially return and may prevent the patient from increasing stimulation due to this "positional impedance" change. They advised monitoring the impedance at each visit or if symptoms become worse or more frequent. The representative agreed to do so, and the healthcare provider confirmed that there had not been any prior impedance issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported when trying to adjust their settings to help with symptomsof a dystonia attack, they saw a 528 error code when trying to increase settings, and it wouldn¿t allow them to do so; only down. The symptoms were relieved going down. The next time a 529 error code appeared again with the same situation.